Manufacturer narrative:
User facility personnel immediately powered down the integrated digital surgical rack. A steris service technician inspected the digital surgical rack and performed troubleshooting activities. The technician identified that the amplifier, a component of the integrated digital surgical rack, shorted causing the reported event to occur. The technician replaced the amplifier, tested the integrated digital surgical rack, and found it to be operating properly. The amplifier subject of the reported event will be returned to steris for evaluation. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported a burning odor emitting from their integrated digital surgical rack during a patient procedure. A procedure delay occurred as the patient was transferred to another room. The procedure was completed successfully. No report of injury.